Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance issue on a competitor lead was observed. No vibratory alert was delivered or merlin.net alert despite of daily connectivity. Further information notes that a lead revision has not been scheduled. Possible generator changed due to loosen setscrew. The system remains implanted.